Manufacturer narrative:
During the evaluation of the device, the service engineer (se) reported that while performing a running test, the issue that airflow stopped was not duplicated. The se did confirm that the device would not switch to the standby mode. The se replaced the flow sensor assembly, and the issues were resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an air supply that stopped, and would not go into standby mode. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. A service engineer (se) evaluated the device, and reported that the issues reported were not duplicated during a test run. The se noted that the flow sensor assembly required replacement, and that the airflow stoppage may have occurred due to a malfunction of the flow sensor assembly. The se noted that the waveform data and value data were not displayed properly during the evaluation. The customer was provided with a quote to have the flow sensor assembly replaced. The investigation is ongoing.